Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the reload was returned loaded onto a single use short stapler. The reload jaws were closed when returned and could not be removed after puling back the knobs of the instrument. The reload was forcibly opened and removed from the instrument. One of the jaw springs was missing on the reload. An unknown metal piece was lodged in the jaws of the reload. The reload was loaded into a post market vigilance instrument for functional testing. The reload could be articulated, but the jaws of the reload would not close properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The difficulty in retraction was caused by metal clips stuck within the jaws. These clips were likely in the tissue at the time of surgery and fired over with the stapler. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting the pancreas during an open procedure, the jaws of the stapler was lock on tissue, however the stapler was slid off the tissue laterally, but the jaws did not open. They pulled the goggles back to the proximal side, still the jaws of the stapler would not open. As a result, they were unable to unload the device. The issue occurred twice. The surgical time was extended for 30 minutes trying to get the stapler off the tissue. There was no patient injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting the pancreas during an open procedure, the jaws of the stapler was lock on tissue, however the stapler was slid off the tissue laterally, but the jaws did not open. They pulled the goggles back to the proximal side, still the jaws of the stapler would not open. As a result, they were unable to unload the device. It was also reported that surgical time was extended for 30 minutes trying to get the stapler off the tissue. There was no patient injury.